Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 435 mg/dl. The customer mentioned that the insulin pump was delivering bolus at the time of call. They also mentioned that they were hospitalized due to a surgery and now were discharged. They stated that the high blood glucose levels were due to steroid medications that she was taking because of pneumonia. Troubleshooting was not performed. The insulin pump will not be returned for analysis.